Event description:
On (B)(6) 2014, the merz (B)(4) office was informed that dr (B)(6), a merz customer had seen an internet posting that stated the following: the pt was injected with radiesse dermal filler in nose area on (B)(6) 2013 and got severe swelling immediately after injection. She got bruising after going back home. She had skin necrosis in nasal root and glabella areas on (B)(6) 2013. A doctor ordered local antibiotics to her on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It is unk if the injector is a healthcare professional or what the injector's title is. The device history record for the injected radiesse lot was not reviewed as the lot number was unk. No f/u info could be obtained as there was no contact info provided for the injecting office in the internet posting. The posting was then removed.